Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, pump won't run. Instructions were given on how to troubleshoot the alarm, clamp tubing, remove the cassette, massage the tubing and press the green release, gently tap cassette, open clamp, power the pump back on and attempt to restart. The reporter performed all the troubleshooting steps including removing air bubbles from the tubing, however, it still said no disposable, pump won't run. The reporter was instructed to replace the cassette and even use a different pump. The reporter stated that will attempt to use a different pump. The old pump will be replaced. No patient injury was reported.